Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt heard a critical alarm from her pump this am. The pt was able to give herself a bolus at 11 pm the previous night. The pump was refilled on (B) (6) 2009. The pt presented to the hcp. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pt experienced a change in therapy effect with "acute pain" and pain over the pump site. The pt was on oral medications as the pump had not restarted. The pt was discussing replacement of the pump with the hcp. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.